Event description:
It was reported that the patient had electrical shocks going up the bottom of her foot and it was continuous ¿rapid fire.¿ once in a while she would have it on the side or top of her foot but ¿one little spark and it would be gone.¿ at the time of the report it had been at least 48 hours almost continuously and the patient just lay in bed and cried. A request was made to meet with the manufacturer¿s representative (rep) for reprogramming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, lot# va0rstt019, serial# va0rstt019, implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, lot# va0mlbq042, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).